Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously high carbon dioxide (co2) results generated by the unicel dxc 600 pro synchron clinical system for multiple samples. A) the false results were not reported out of the lab. When the lab noticed low anion gaps on the samples, they were rerun on a different instrument in the lab, and those results were reported. The customer provided data from 14 samples. Of the 14, the difference in co2 results for 10 samples exceeded assay precision claims. Patient treatment was not affected.

Manufacturer narrative:
The samples were serum. Co2 qc run the night before was high. There is no evidence that qc was run again before these samples were run the next morning. Qc was not run after the event prior to recalibration. Hotline had the customer adjust the fluid level in the co2 alkaline buffer damper and replace the chloride (cl) electrode. This resolved the issue. Service was not dispatched for this event.